Manufacturer narrative:
Device used for treatment, not for diagnosis. Choi, j; et al (2017) single-stage transpedicular vertebrectomy and expandable cage placement for treatment of unstable mid and lower lumbar burst fractures. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: choi, j; et al (2017) single-stage transpedicular vertebrectomy and expandable cage placement for treatment of unstable mid and lower lumbar burst fractures. Clin spine surg; 30:2, e257-e263. This is a retrospective study to examine the single-stage transpedicular vertebrectomy and expandable cage placement for treatment of unstable mid and lower lumbar burst fractures (below the l3). From 2009 and august 2011, eleven patients (5 women, 6 men) underwent surgical intervention using an expandable titanium cage (synex; synthes, stratec medical, (B)(4)) under circumstances that indicated mechanical instability, progressively worsening neurological status, and/or back pain unresponsive to nonsurgical treatment. There was 1 intraoperative complication; patient 11 experienced inadvertent dural tear while expanding the cage, which was managed with simple repairing. There was 1 late postoperative complication; patient 9 developed cage subsidence at the upper end 2 months postoperatively. This report is 2 of 2 for (B)(4). This report is for an unknown synex cage and refers to the serious injury of patient 11, (B)(6) male who experienced dural tear while expanding the cage.